Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed insulin flow blocked. The alarm was resolved with a complete set change. Customer's blood glucose level was 398 mg/dl. The infusion set was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.